Manufacturer narrative:
The pump passed the full functional tests, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The auto off alarm functioned properly during testing. No unexpected power loss during testing noted. The pump communicated properly with a test guardian two link and the glucose sensor simulator. The sensor feature functioned properly. No sensor calibration anomaly was noted. The pump was received with a scratched case, a fading serial number and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump shut off automatically with no warning. Customer's blood glucose was unknown. Insulin pump would be replaced.